Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lung resection, when testing stapler and opening/closing jaws, the stapler jaws would not close. A new reload from same lot worked correctly. There was no patient injury.